Event description:
On (B)(4) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded suspected false negative results on a male patient complaining of chest pain. There was no additional patient information available at the time of this report. The customer states the patient was admitted to hospital for a heart attack based on the lab result of 0.211 forty five minutes after the I-stat result. The customer returned 25 cartridges of the alleged lot for investigation. Method time result samplei-stat a unk 0.00 alab 45 minutes later 0.211 bi-stat b 6 hours later 0.00 clab unk 0.198 cnew information recieved on 06/02/2014 states that the EKG was positive and during catherization a stent was put into the patient. There were no injuries reported with this event. Apoc reviewed the customers information and determined that there is not enough information to determine that a malfunction exists. The investigation was completed on (B)(4) 2014 and concluded that troponin lot r13319 is functioning according to specification.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Retain and returned cartridges were tested and are functioning according to specification.